Event description:
The recipient is reportedly experiencing skin flap breakdown at the implant site and device extrusion. The recipient's device was explanted. The recipient was reimplanted with an advanced bionics cochlear device on the contralateral side.

Manufacturer narrative:
The recipient's infection reportedly resolved.

Event description:
The recipient is reportedly experiencing skin flap breakdown and an infection at the implant site followed by device extrusion. The recipient's device was explanted. The recipient was reimplanted with an advanced bionics cochlear device on the contralateral side.

Manufacturer narrative:
There was reportedly no additional medical treatment other than explant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.